Event description:
Follow up information received identified the patient's scs system lead was removed and replaced with a new lead. Postoperative, the patient confirmed in recovery that he felt paresthesia in his right foot.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient complained the scs system was not providing adequate pain relief. The abbott representative reprogramed the patient's system to cover the ankle and foot, but the patient complained increasing the stimulation amplitude made the patient's leg cramp up. Surgical intervention would be necessary to address the issue.